Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient¿s vessel tortuosity is moderate with two bends and had moderate calcification. A proximal type I endoleak was observed on the final angiography and was resolved with ballooning. A type ii endoleak was also observed from the lumbar arteries, was left uncorrected, and a year later had self-resolved. The patient had been in annually for follow up checks with duplex and x-ray surveillance. It was reported that the patient presented emergently approximately 52 months post implant with a ruptured abdominal aneurysm. The physician converted the patient to open repair and explanted the stent grafts. The suprarenal fixation was left in situ and the physician sutured a tube graft into patient. There was no migration of the stent graft and no infection was identified. However, a fabric tear was clearly identified on the ipsilateral side just after the graft bifurcation. The patient is recovering. Film review analysis: review of returned angio images at implant showed that the main device was brought up the right side and implanted just below the renals. The ipsilateral limb was implanted into the right common iliac, and the contra into the left common iliac artery. Little stent graft angulation was seen with the aortic body or limbs bilaterally. No endoleak or any stent graft issues were seen at the conclusion of the procedure. Cta and x-ray's at 2 months post-implant showed that the bifurcate was positioned just below the renals. The maximum aaa diameter was 6.5cm, and no endoleak was seen. Areas of calcification were seen within the aaa; especially in the distal sac. Cta and x-ray's at 1 year post-implant showed that the bifurcate was positioned just below the renals. The maximum aaa diameter was 6.3cm, and no endoleak was seen. X-ray's at 2, 3, and 4 years post-implant revealed no stent graft issues, or noticeable changes in stent graft configuration compared to earlier studies. Cta at 4 years post-implant showed that the bifurcate was positioned just below the renals. The proximal stent graft outer diameter within the proximal neck is 26mm. The max aaa diameter was 7.2cm in diameter. Contrast was seen within the right side of the proximal aneurysm sac, and also in contact with the stent graft near the level of the flow divider, near to where the stent graft pulls away from the wall of the aneurysm. The endoleak source could not be clearly confirmed; however, it is possible that the source is from a type iii fabric endoleak. Little stent graft angulation is seen, and both limbs are patent. The cause of the endoleak could not be determined from these films; pending explant analysis.

Event description:
From the examination of the returned devices and clinical information provided, the cause of the aaa rupture appears to be due to a type iii fabric endoleak. A 3.5 mm length fabric tear was seen on the right/lateral portion of the bifurcate, just proximal to the flow divider, near the location reported during the open repair. The tear was located between the distal apex of stent rings #4 <(>&<)> the proximal apex of stent ring #5, at a location where the bifurcate aortic body was acutely angulated laterally approximately 20 degree; relative to the ipsilateral limb. No other device integrity issues were observed. From the appearance of the tear, it is possible that this fabric tear was caused by localized stent abrasion during the implant duration, and may have been exacerbated by stent graft angulation.

Manufacturer narrative:
(B)(4). Method: film. Results: rupture, endoleak. Unknown cause of endoleak. Conclusion: unknown cause of endoleak. Rupture, endoleak.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.